Manufacturer narrative:
Additional information was received and confirmed the event date as october 30, 2025, as initially reported, captured in b3 (date of event). Complaint coding was updated to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event. Related report number. This is one of two device reports related to the events. Refer to h10 for the related report number(s).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During the procedure, right femoral artery (rfa) access was reported as difficult due to the patient¿s body habitus. While attempting to obtain access, the dilators were noted to kink at the skin level. A short impella sheath was ultimately inserted, and the impella device was advanced in accordance with the instructions for use (IFU). After the peel-away sheath was removed, the team attempted to advance the repositioning (repo) sheath; however, the repo sheath looped and could not be advanced as intended. The procedure outcome was successful with this device and the patient outcome noted no harm.